Event description:
It was reported that the pump touch screen was unresponsive which resulted in the customer being unable to request a bolus through the touchscreen, resulting in blood glucose (bg) elevating to 600mg/dl. Customer administered a manual injection to address bg level. Reportedly the customer continued to use the pump for insulin therapy.